Manufacturer narrative:
A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Medwatch report number: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump underinfused during chemotherapy treatment of cytarabine (programmed amount and delivery rate unknown). It was reported that the chemotherapy normally runs for 2 hours, but with pharmacist overfill it was programmed to run over 2.5 hours (started at 2218 and ended at 0045). When checked at 0045 the chemotherapy appeared half completed and therefore more time was added. When checked 30 minutes later the bag continued to show no progression of the infusion. The pump was changed and within minutes it was noticed that the chemotherapy was infusing. The infusion finally completed at 0300. There was no report of patient injury or medical intervention associated with this event. No additional information is available.